Event description:
It was reported that a 54 yo female patient, initial left total shoulder implanted on (B)(6), 2022, underwent a revision procedure on (B)(6), 2024, approximately 1 year 9 months post the initial procedure. The surgeon had originally implanted the stemless components and glenoid on (B)(6), 2022. He then scheduled the patient for a revision shoulder conversion to a reverse. On (B)(6), 2024, the surgeon removed the poly glenoid and stemless components and converted it to a competitor¿s reverse shoulder. There were no surgical delays or device breakages during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. The explanted devices are not available for return as the hospital is keeping them. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) - 300-60-02 - stemless humeral comp laser cage, size 2. (B)(6) - 310-62-41 - stemless humeral head 41mm x 13mm x alpha. (B)(6) - 314-13-02 - equinoxe cage glenoid small, alpha. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 319-01-32 - steinmann pin sterile 3.2mm x 178mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.